Event description:
Boston scientific received information that this patient reported their device beeping. The field representative interrogated the device and got the yellow screen stating a magnet is present and there was not a magnet over the device. The patient had surgery the day before and a magnet was used. Boston scientific technical services (ts) suspected the magnet switch was stuck and advised the field representative to turn the 'enable magnet use' off after which the beeping stopped. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.